Event description:
The facility reported a pump with failure code 403:317:864. It is unknown when this occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of failure code 403:317:864 was confirmed. Inspection of the device found that this failure code was caused by a defective user interface module printed circuit board. This part was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA (B)(4).